Event description:
On (B)(6) 2020, intuitive surgical, inc. (Isi) received user facility report 0300360000-2020-8020 stating: intuitive surgical robotic harmoinic ace 480275 being used during surgery for a hiatal hernia repair. Piece broke off while in use. Piece retrieved by surgeon. Broken instrument replaced with new instrument. No harm to patient. Intuitive surgical, inc. (Isi) followed up with the risk manager and obtained the following additional information: the risk manager confirmed the reported issue occurred during a hiatal hernia repair procedure on (B)(6) 2020. The harmonic ace instrument was inspected prior to use and no damage was observed. During the procedure, the instrument was removed and the wrist was straightened. The surgeon did not notice any issues with the instrument functionality during the surgical procedure. At the time of the reported issue, the surgeon was using the harmonic ace instrument for dissecting tissue and had been in use for about 30 minutes when the fragment fell into the patient. It was noted that the fragment fell inside the patient during an instrument tip collision. The surgeon found the fragment and confirmed all fragments were retrieved. No additional procedures were required to remove the fragment. Post-operative test like x-rays or ultra sounds were not performed to check for remaining fragments. Upon finial removal of the harmonic ace instrument, the surgical staff did not feel any resistance. No damage was observed on the cannula nor on the instrument. A new instrument was used to continue. The patient has not returned for any post-surgical complications. No video/image was available for review. The risk manager informed the instrument was available for return. The procedure was completed robotically with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The harmonic ace instrument was found to have a blade broken roughly at 0.146 from the base. It was noted the broken piece was returned and was visually inspected. Mechanical indentions were observed on the broken blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip could lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The harmonic ace instrument was found to have blade damage. One or both blade edges were indented, which prevented the blades from closing.